Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Tandem technical support (cts) confirmed the pump is functioning as intended, recommendation was made to call back if the customer experiences any further issues.